Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the atrial lead exhibited noise oversensing, which resulted in an inappropriate automatic mode switch (ams). No intervention was performed, as the noise could not be reproduced during the in-clinic evaluation. The patient remained stable.